Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not getting adequate stimulation. An sjm representative met with the patient and performed an impedance check and found one half of the contacts to be invalid. Surgical intervention was undertaken and a new lead was implanted. Effective stimulation coverage was captured, post-operative.